Event description:
This pt was part of the study in 2006, this pt underwent repair of a descending thoracic aortic aneurysm using three gore tag thoracic endoprostheses. During the procedure, the left subclavian artery was inadvertently partially covered and a small proximal type I endoleak was observed, but not corrected. Post-operatively, the pt experienced lower extremity paraplegia. These events were previously reported in complaint file #2006-326-0684 a and b, medwatch #2017233-2006-00216. Post-operatively, this pt presented with a proximal type I endoleak. A re-intervention was successfully performed six months later, using an unknown device. The pt tolerated the procedure. No further events were reported on this pt. Films were not sent to gore.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this pt: tg3140/04284199, tg3710/04284220. Please note: this event is related to a separate event reported on in medwatch #2017233-2006-00216.